Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, the balloon catheter failed to inflate. The balloon catheter was inserted into the patient's body. The balloon had failed to inflate after three attempts. The balloon was found to have a pinhole after it was removed from the pt. Pt is reported to be fine.